Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high and low blood glucose level. Customer's blood glucose level was 401 mg/dl at the time of incident. Customer had put on a new insulin pump. Customer stated they saw their sensor glucose was going up about 400 mg/dl and they treated with insulin pump and by an injection. After that their blood glucose dropped to 52 mg/dl in the night. Customer stated they were dizzy and stumbled a couple of times. Customer treated their low blood glucose with food. Customer was assisted with troubleshooting. Customer had been using the insulin pump system within 48 hours of reported high and low blood glucose event. Auto mode feature was not activated at the time of events. The insulin pump will not be returned for analysis.